Event description:
During baxter's evaluation, it was observed that a spectrum pump had signs of overheating. Any patient involvement is unknown as this was found during testing.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The evaluation confirmed overheating of the input/output printed circuit board (I/o pcb). As a result, the I/o pcb has been replaced.